Event description:
Addease 20 mm would not activate for 3 doses. When diluent was folded and squeezed the dose would not activate. Dose: na. Therapy dates: one and a half months in 2007. Diagnosis for use: uti. Event reappeared after reintroduction: yes.